Manufacturer narrative:
No product samples or videos were returned for investigation. However, an image was provided by the customer showing the area of the defect. Without the return of the reported sample, a probable cause could not be determined. The device history review (DHR) for lot 9624798 was performed and no non-conformities were found that would led to the reported complaint.

Event description:
It was reported that a transpac¿ it monitoring kit, 60" safeset reservoir, 2 blood sampling port, 3ml flush device, macrodrip broke during patient use. The report stated that an artline tumbling broke in the middle of patient care last evening. This tubing has to not be able to get air into it or an air embolism will form in the arterial system and then go to the heart, lungs, or brain. The tubing was in normal use monitoring an arterial line pressure. The nurse was at the bedside caring for the patient and turned around because she felt something warm on her backside. The tubing broke apart at the top of the hub (the tubing broke, the hub was connected). The nurse immediately clamped everything down and the patient did not get an air embolism. The tubing was re-primed and new tubing and connected to the patient. There was no patient harm reported.